Manufacturer narrative:
An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed via phone support that troubleshooting was attempted by installing other instruments, making sure they are properly seated and replacing the sterile instrument arm drape on usm arm 1; however, the issue persisted. Review of the site system logs confirmed the occurrence of informational error code 22020 on usm arm 1 indicating "prograsp forceps failed to engage on usm1." The tse advised the site to continue with one arm disabled, however the user declined and converted the procedure using another da vinci system. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported event was confirmed through review of the system logs identifying the occurrence of informational error code 22020 on usm arm 1 on the reported event date; however, was unable to be reproduced during functional testing. The usm arm was proactively replaced by the fse. After replacement, the system was further tested and verified as ready for use. Failure analysis tested the usm and confirmed/replciated the reproted failure. The unit triggered error 22020 pointing to dof7/8. The unit failed the carriage frivtion test on dof7 and there was debris found on the rotor mirror and printed circuit assembly of dof 5.

Event description:
It was reported that during a da vinci-assisted radical cystectomy procedure, the user observed instrument recognition issue on universal side manipulator (usm) arm 1. The customer received phone assistance from the technical support engineer (tse). Prior to the call, troubleshooting was attempted by installing other instruments, making sure they are properly seated and replacing the sterile instrument arm drape on usm arm 1; however, the issue persisted. Review of the site's system logs confirmed the occurrence of informational error code 22020 on usm arm 1 indicating "prograsp forceps failed to engage on usm1." No additional troubleshooting with tse was performed. Upon verification, tse confirmed that despite the alleged recognition issue on usm arm 1; the other usm arms remained functionally operational. The system remains in an operable and acceptable state even when one usm arm is disabled. Although this was established by the tse, the customer elected to convert the procedure using another da vinci system. No further issue was reported. No known impact or patient consequence was reported.